Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6).

Event description:
During a trochanteric fixation nail system (tfn) procedure on (B)(6) 2013, the surgeon used a percutaneous insertion handle. The surgeon implanted the nail and when the surgeon tried to insert the helical blade, the device would not advance through the nail. Both the nail and helical blade were removed and replaced with a different tfn system. Reportedly once the nail and helical blade was removed, it was very difficult to advance the helical blade into the nail. The procedure was delayed between five and ten minutes. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Product was received with the locking prong and oblique hole damaged from surgery. The material was measured with a niton gun and passed specifications. An exact cause can not be determined: a determination as to when the locking mechanism was moved from the set position cannot be made.